Event description:
During an attempt to advance a coronary stent with delivery system to the target lesion site in the pt's saphenous vein graft to the circumflex artery. Physician met a "kinked graft" area and could not advance the sds beyond this point. In an attempt to withdraw the sds, the sheath retracted and the stent became dislodged from the balloon catheter subsequently embolizing to an unknown location in the pt's body. The sds was withdrawn without further complication. There were no clinical sequelae reported relative to this event.